Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00823. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the parameters were inaccurate on the blood parameter monitor (bpm). Since the upgrade, they cannot use the bpm. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: (B)(6) has (B)(4) bpm units that are used during cpb for pediatric and adult procedures and also used for extracorporeal membrane oxygenation (ECMO). Issues began to occur after the potting of the bpms, as they started to see potassium (k+) drift. This means the k+ measures of the bpm would drift upwards, even though there was no clinical reason for the higher levels (e.g: no cardioplegia given for many minutes). The perfusionist (ccp) stated they have not changed their practice over the years they have used bpm. They gas calibrate the shunt sensor (with the calibrator 540) and they don't manage the patient with only the bpm values. After these units were upgraded to 1.69 version software, additional measures were observed to be inaccurate when compared to a laboratory analyzer. These included blood gases and hematocrit saturation module (h/sat) values. In addition, the units frequently behaved differently case to case in that in some cases the bpm values were higher than lab measures and other cases lower. The values continued to be inaccurate after the initial in-vivo calibration. The ccp stated that the bpm units could not be trusted since the potting and 1.69 installation. Prior to 1.69, they would draw blood gases and perform in-vivo calibrations every 60 minutes, but now they perform these every 30 minutes. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. The unit was found to meet manufacturer's specification in the product surveillance lab, with no errors or failures observed. Blood loop testing was performed for oxygen saturation (so2) inaccuracies on both the 1/2" and 1/4" cuvette sizes and potassium (k+) inaccuracies, the unit again met manufacturer's specifications with no inaccuracies observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.